Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with the same model was placed. No adverse patient effects were reported. Additional information indicates that this lead will not be returned and was disposed by the facility due to patient blood contamination. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with the same model was placed. No adverse patient effects were reported.